Manufacturer narrative:
According to reported events and repair estimates,it was presumed that the anti-reflection agent (black) inside the imaging system applied around the objective lens had peeled off due to the impact received by the tip of the endoscope (the tip collided with other equipment or walls) and that it was reflected in the field of view of the endoscopic image. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 25-jan-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 25-jan-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Black spot in the image. This event occurred at the time of during inspection. There was no report of patient harm.